Manufacturer narrative:
(B)(4). D4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to 00889024132023. D10: cmk oc - rasp s303; item# 88-100-33000; lot# 1921365070; quantity- 3. G2 ¿ foreign ¿ japan. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k192660. Based on the technical evaluation, it can be concluded that the products have been reprocessed and modified. It is likely that the modification contributed to the fracture. However, if and to what extend other factors may have played a role remains unknown. The products involved in the reported event were returned for investigation. All rasps were received without the handle components, which are typically welded onto the proximal face of each rasp. No handle components were returned for evaluation. Per design specifications, all zimmer biomet (zb) etching is applied to the handle component. As no handles were returned, no zb etch content was available for verification. The proximal faces of all returned rasps show evidence of modification, featuring consistent or similar geometric alterations. These include posts exhibiting visual characteristics consistent with fractured surfaces. However, no fractured post fragments were returned for analysis. Additionally, non-zb etch content was observed within the modified region of the proximal end on all returned rasps. Based on visual inspection, the returned rasps do not conform due to the altered proximal ends. Dimensional verification was not performed because the devices are in a modified state. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the rasp broke during internal testing. No patient involved, no harm to the operator. Attempts have been made, and all additional information received has been included in this report. Upon receipt of additional information, it was determined this product was earlier reported under the incorrect MFR number (3006946279-2025-00078).